Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on an unknown date the primary procedure was performed between t9-l3 for an unknown treatment. On (B)(6) 2021 a plif revision was performed to extend the lesion up to l5. The screw in question was inserted at l5, and unknown cement was applied into the l5 centrum. The procedure was completed with over 30-minute surgical delay. On (B)(6) it was found that the screw had broken off. The patient is scheduled to undergo another revision procedure on an unknown date no further information is available. This report is for one (1) unknown screws. This is report 1 of 1 for (B)(4).